Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. Insulin pump received with stripped battery cap coin slot, cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window.

Event description:
Customer reported via phone call that she had been having high and low blood glucose. Customer mentioned last time she had high blood glucose she noticed there were bubbles in the cannula. Customer's blood glucose was 41 mg/dl. There was a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.